Event description:
Employee of dentist's office called to report that employee had splashed cidex activated dialdehyde solution in the left eye. Employee flushed the eye for 15 minutes and noted that it still felt like it was "burning and scratchy." The employee indicated during a follow up conversation that employee was seen by an ophthalmologist on the day of the event. The ophthalmologist said that the eye looked okay and gave saline drops for the left eye.